Manufacturer narrative:
(B)(4). Batch #: u40h9a. Additional information was requested and the following was obtained: did the active titanium blade break off? Yes, the tip of the titanium blade broke off. Did the patient experience any adverse consequences due to this issue? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, while the surgeon was using the harmonic, it broke into 2 pieces. All pieces were recovered and the patient was not harmed.